Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 3-4 atmospheres within 3-4 seconds and a pinhole was noted. The device was removed from the patient's body without problems and the procedure was completed with another of same device. No patient complications were reported.